Event description:
A vaxcel PICC line was placed for therapeutic purposes in 2005. Leaking was noticed due to the dressing being wet. The PICC line was noted to be leaking distal to the suture wing. The PICC line was replaced about one month later.